Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(blackout ).

Manufacturer narrative:
D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module with drive pcb. In addition, our technician confirmed that the insertion flexible tube fluid damage, the insertion flexible tube coating damage, the objective lens broken, the suction channel buckled, the angle wire play, the insertion flexible tube attaching nut corroded, the segment corroded, the control body corroded, the forward body frame corroded, the connecting receptacle corroded, the mechanical base plate corroded, the bending rubber missing, the air and the water nozzles missing, the nozzle gluing missing, the segment crushed, the lcb (light carrying bundle) crushed, the segment steel braid deformed, the remote control buttons leak, the insertion flexible tube dirty, the light guide cable dirty, the suction channel dirty, the objective lens dirty, the lcb distal cover glass dirty, the distal body worn out, the down and the up pulley wires worn out, the left and the right pulley wires worn out, and the segment steel braid rupture; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report ""(B)(4) (image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.